Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. E1: (B)(6), h6: the export/logs were returned for clinical analysis. The analysis determined that the root cause for the reported deviation is sub-optimal planning and surgical technique. Planning the trajectories on the facets increased the risk of deviation, and in combination of ats screws there was less control on the eventual trajectory of the screw inserted. Slight shift in registration and platform or patient shift cannot be ruled out as contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there were deviations during a l3-s1 mis tlif procedure. Deviations occurred at left l3, right l4, and left l5, and the screws were deviated by about 5 mm. A bone mount bridge was used to mount the surgical system to the patient. Registration was completed without issue and a drill was used during the procedure. The surgeon liked to plan screws on top of facets. The manufacturer representative noted that proper technique and using the drill at full speed was discussed with the surgeon. Navigation looked accurate when the screws were placed. A post-op spin was done and the deviations were found. The deviations occurred in the middle of the construct and all other screws were accurate so a patient shift was ruled out. The surgeon removed the deviated screws and re-registered the patient. Registration was completed off of l3 and there were green values for l4 and yellow values for l5. The surgeon confirmed that there were no shifts during registration and the screws were replaced. Navigation accuracy was checked using the dilator and it was in the divot. During the second attempt to place l4 and left l5, the dilator was in the divot, but slightly lower and to the left. A new snapshot was done and navigation looked better. Screws were placed again and both l4 screws and left l5 was medial again. The surgeon decided to abort the use of the guidance system and complete the procedure freehand. There was no patient harm and the procedure was delayed less than an hour. Additional information was provided from the manufacturer representative suspecting the cause of the deviation to be due to using ats screws and attempting to place them only after using the navigated drill with a 3.0mm tip. These screws appear to be overly aggressive and have a hard time allowing a 5.5mm screw or larger in the pilot hole while actively guiding it in. The surgeon placed the screws before the cage insertion due to the last case issue experienced when we placed the cages first. The surgeon places interbody prior to any bony work. The surgeon preferred to take a more open trajectory even for mis cases and plans each screw on the lateral facets ranging from 8-12 degrees lateral rather than aiming for the ¿gutters¿ as in most mis cases. When asked how ats screws that are 5.5mm, and the pilot holes that were drilled at 3mm contributed to the deviation, the manufacturer representative stated that they have seen and heard that the aggressive nature of the ats screws can lead to misplaced screws. If the surgeon does not follow proper technique or if the docking site isn¿t the best and has possible skive potential it can cause the screw to go wherever it wants. With such an aggressive screw it can be difficult to have a 5.5mm screws find and easily follow a 3.0mm pilot hole. If it does not find and follow it exactly it will create its own trajectory when in comparison to the more dulled voyager and solera screws it is forced to follow the tract due to its less aggressive tip and the fact that the pilot hole was further tapped and expanded to accommodate that screw size.